Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network settings issue. A field service engineer re-installed the wi-fi driver to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device station was offline, and downloading stopped. The customer reported that they had time to move the patient to a different room before the operation, thus no delay in patient care. There were no adverse events or injuries reported based on this incident.